Manufacturer narrative:
The reported field event of backup vvi was not confirmed in the laboratory due to reloading the device code after the event. Upon receipt, the device was found to be above elective replacement indicator (eri). The device was tested on the bench and device functionality was found to be normal. The reset could not be reproduced and the cause could not be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that device went into backup vvi via merlin.net transmission. When the patient presented for a follow up in clinic, device in backup mode was confirmed. The programming change was made. It was discussed that device could go into bvvi with no therapy available again in the future since there is no known cause and device replaced was suggested. The device was explanted and replaced. Patient was stable.